Manufacturer narrative:
(B)(4). Batch # unk. Additional information: what is the current patient status? The patient is well but an ileostomy was done. Maybe she experienced difficult to evacuate, but it is early affirm that. We will get additional information in the next medical evaluation. What were the indications for surgery? Retrosigmoid cancer. Was the closing force higher or lower than expected? Lower than expected. The staples were exposed in the anterior colon segment. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? The orange indicator was within green gap scale, close to the third line. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Staple worked normally. Crunch. The stapler functioned normally. Were the donuts inspected? Yes, the donuts were perfect. Were there two complete tissue donuts? Yes, both perfect. Sim, ambos perfeitos. Were all tissue layers present in both donuts? Yes yes. Please describe the staple formation of the anterior side of the anastomosis? Was observer that a line of gap was visible than evidence at the picture 1. What is the medical fellows experience with the device? Dr. (B)(6) (fellow) is oncological surgeon and has four years of experience in (B)(6), which hosts 16-20 retossigmoidectomias / month, using the circular intraluminal. Whole process was being accompanied by the doctor holder (B)(6), with 16 years of experience in the hospital.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2016. (B)(4). The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Batch # m54127. This submission date: 1/20/2016 the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of the device.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Photographic analysis: based on the photos provided, the event description cannot be confirmed. Due to the ability to replicate the failure mode in testing, the belief is that the device was not subjected to a full firing stroke either as a result of either off center loading or not fully squeezing the handles plastic to plastic.

Event description:
It was reported that during a laparoscopic rectosigmoidectomy procedure, at the time of stapling with a circular intraluminal 29, it was observed that the front of the descending colon was not satisfactory in clipping, with some half-open clamp. The others were a satisfactory closure of the staples. After observing this incident, an intraoperative anastomotic air testing in the suture was performed at the anastomosis of the descending colon. The conduct of the surgeon after this incident was to provide an ileostomy. The anastomosis with the circular stapler 29 was conducted by a medical fellow surgeon. Reinforcement suture was used in the staple line. The product was collected from the medium that was used. One device will be retained legal.